Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip grasped tissue, but when they tried to deploy it, the clip did not detach from the catheter. Trying to open and close the handle again resulted in the handle breaking, leaving the clip attached to the patient and the catheter. The catheter had to be cut to remove the clip, adding at least 30 extra minutes to the procedure. Eventually, the clip and catheter were successfully removed, and the patient fully recovered. The procedure was completed with another resolution 360 clip device.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Imdrf impact code f1908 captures the reportable event of prolonged surgery.